Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 10. Details of surgery: implant surface not completely covered with bone. On 2023-11-02, non-osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, increased sensitivity and inflammation.no further patient complications were reported.